Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device and confirmed the customer's reported issue. The fsr replaced the front panel in order to repair the device. The fsr performed the operation verification procedure and the ventilator passed all tests and met manufacturer's specification. If additional information is received or a final evaluation is performed, then supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator went blank while in use with a patient. The customer reported it was ventilating when they checked it and that there was no patient harm or injury.